Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced pain, urinary incontinence, calcified mesh, mesh erosion and exposure. An excision of the mesh, laser lithotripsy of the mesh calcification and cytoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.